Manufacturer narrative:
(B)(4). D10: concomitant devices: unknown tibial component catalog #: ni lot #: ni, unknown femoral component catalog #: ni lot #: ni. G2: report source: foreign: the event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address fracture approximately three (3) years post-operatively. It is unknown whether the patient experienced periprosthetic fracture or implant fracture. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2. The following sections were corrected: h11. Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under manufacturing report number 3007963827.

Event description:
No further event information available at the time of this report.